Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was stuck. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 160 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.